Manufacturer narrative:
Additional information was received that the final implant depth of the valve was 4 millimeter (mm) on both sides. The valve embolized as a result of the gold paddle pocket spindle of the delivery catheter system (dcs) grabbing an outflow crown as the dcs was being withdrawn into the ascending aorta. Severe paravalvular leak (pvl) resulted from the "bad position above the annulus and in the aorta". Per the physician, the cause of death was a coronary occlusion and acute severe paravalvular leak (pvl). Other relevant device(s) are: product ID envpro-16-us serial/lot (B)(4), use by date 2021.05.01 UDI (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that the valve was dislodged after one of the outflow crowns became caught on the dcs gold paddle pocket spindle area. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed. In this case, from the information available, the probable cause of this issue was the forward pressure applied to the dcs, causing the device to move forward and placing the spindle pocket in contact with the crown. Dislodgement of the valve by the paddle pocket is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon deployment, the valve dislodged into the sinus of valsalva (sov). Once in the sov, the skirt of the valve occluded the patient's remaining coronary artery. The physician attempted to snare the valve, but was unsuccessful the patient coded and subsequently died. It is unknown whether an autopsy was performed.